Event description:
Mitral valve sized as #31; prior to seating it was inspected and found to be satisfactory. T was seated and the sutures tied. It rotated twice, easily without problem. After second rotation it became clear that the poppet had moved outside of its strut function and was malfunctioning at this point. Valve was removed and resized to a #33